Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was able to clear the button error alarm but it kept coming back. Customer's blood glucose level was 40 mg/dl. The customer was able to treat her blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.